Event description:
Svc filter placed for ue dvt at outside institution. Pt had a chest pain event 1 yr later. During cardiac catheterization, filter was noted to be fractured and an upper arm strut was embolized into the right ventricle. Svc filter was removed percutaneously (B)(6) 2013.